Event description:
The patient was undergoing a thrombectomy procedure in the anterior and posterior tibial (at and pt) arteries using an indigo system aspiration catheter 6 (cat6). During the procedure, while advancing within the at and pt, the physician made his third pass with the cat6 and was retracting the device in preparation to make another pass and found that it had become kinked mid-shaft. The cat6 was therefore removed and was no longer used in the procedure since most of the clot had been aspirated. The physician then decided to end the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the penumbra sales representative on may 08, 2019. Results: the cat6 was ovalized from approximately 31.5 ¿ 35.0 cm from the hub. Conclusions: evaluation of the returned cat6 revealed an ovalization on the device. If the device is forcefully gripped or otherwise mishandled during use, damage such as an ovalization may occur. Based on the reported complaint, the root cause of the ovalization could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior and posterior tibial (at and pt) arteries using an indigo system aspiration catheter 6 (cat6). During the procedure, while advancing within the at and pt, the physician made his third pass with the cat6 and was retracting the device and found that it had become kinked mid-shaft. The cat6 was therefore removed and was no longer used in the procedure since most of the clot had been aspirated. The physician then decided to end the procedure. There was no report of an adverse effect to the patient.